Event description:
During prep there was a bunch of bubbles and the testing of the deployment was not successful. No patient harm occurred vendor notified. Manufacturer response for embolic protection system, emboshield nav6 (per site reporter).